Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that a few days ago patient noticed their bladder symptoms were coming back and last night was really bad. Caller said the stimulator was not working and they were getting a message that says end of therapy. Caller did not have the equipment with them at the time of the call to confirm the message. Reviewed some therapy ins longevity information and redirected to their doctor to further address the issue. The caller said patient (pt) has not had it that long. Caller mentioned other medical history. This included caller said patient lost 120 pounds and noticed a few months ago: the placement of the implanted device was wrong, it twisted sometimes and was bothering and sticking out, you could see it, it felt weird, because pt had the large weight loss, they saw the health care provider (hcp) several months ago who told them they should to go inside and reposition it to make it so it is more comfortable.